Event description:
It was reported that there was no lightning bolt icon showing on recharger. The implantable neurostimulator (ins) was off. During the call, the patient was able to use programmer to turn ins on. The patient was not sure why the ins was off, patient stated it is possible he let the ins charge get too low. The patient stated they saw settings 9.00v on one side and 8.90v, patient thinks he usually had 9.00 settings on both sides and is not sure why setting is at 8.90v. It was reviewed with patient to discuss settings with their healthcare provider (hcp). The patient also stated they saw icon mode only on programmer. It was reviewed how to change settings to text and icon mode. No symptoms were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.